Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Analysis was unable to verify for erased time and date, unexpected restart alarm or time clock anomaly due to no act button response. The insulin pump was received with scratched lcd window, cracked lcd window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received an unexpected restart alarm. The customer reported that she received a button error alarm after reinserting the battery. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with the insulin pump. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.